Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported a damaged drive support cap. The mother stated that she was going to change the infusion set, and while she was getting ready to prime the tubing, the cap popped off. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump returned with a detached end cap.